Event description:
A report was received that the patient was having discomfort at the ipg site. During the revision procedure, the patients leads would not come out from the ipg so the physician was unable to disconnect the ipg from the leads and was unable to relocate the ipg.